Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg over 600 mg/dl) and ketones were present. The pump supplies were changed multiple times. Pump bolus did not lower bg; however, insulin injection did. Contact alleged pump was not delivering insulin properly.